Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.75 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. After the device was soaked, positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. The balloon tear extended from 3 mm distal to the distal end of the proximal markerband for a distance of 5 mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.75 flextome cutting balloon catheter was selected for treatment. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).